Event description:
Reporter indicated that a vns pt had high lead impedance that was discovered during generator replacement surgery. The pt had no trauma and did not manipulate the vns. The pt's old generator had previously been explanted approx two yrs earlier for lack of efficacy and the leads were left in place. The pt was originally implanted with vns for an off-label indication for atomic seizures and she was a poor responder to vns; she has since had a corpus callosotomy and now has partial-onset seizures which may respond to vns therapy. The explanted lead is currently in product analysis. The formerly explanted generator has been requested for return. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.